Event description:
It was reported that a clearlink system continu-flo solution set leaked at the second clearlink port during an iron infusion. To resolve the event, a cap was placed at the clearlink site to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and it was noted that there was a leak from the second y-site clearlink. An autopsy was performed on the second y-site clearlink, and it was noted that the gland had a hole. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.